Event description:
The reporter stated that at a postoperative follow up visit several weeks after implantation for right foot talonavicular fusion, x-rays showed that there was a breakage in the plate. The patient had been advised to be non weight bearing for 6-8 weeks postoperatively. Fixation was not completely lost and the patient continued to be treated conservatively with no additional surgical intervention. Integra has requested additional clinical information from the reporter.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. An investigation has been initiated based upon the reported information.